Manufacturer narrative:
E1 patient city: (B)(6). Patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. Patient reported the cannula broke after 1 day of usage. Patient replaced infusion set and resumed insulin successfully. No further information available.